Manufacturer narrative:
Additional information: this is one of three complaints reported for this finished goods lot, same issue. Review of the device history record indicates the order was built to specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received; however, complaints of a similar nature referencing aspiration/suction issues have been received and the most likely root cause is an error during the supplier¿s manufacturing process of the blue aspiration luer on the cassette manifold. It has been that the blue luer on the manifold is not creating a complete seal resulting in air flow. An action has been opened to determine root cause and implement appropriate corrective actions for complaints of this nature. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported that there was not enough suction during a cataract procedure. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient.